Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2026 the patient went to the hospital, but no specific symptoms nor treatment was reported from the event. No cgm nor blood glucose readings were reported, and it was unknown if the patient experienced a hypo or hyperglycemic event. The patient declined to provide any further details. There was no documentation of further medical evaluation or intervention. At the time of the report the patient´s current condition was unknown. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.